Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the endoscopic image cannot be displayed. Additionally, the phenomenon "device does not start" was not reproduced. Based on the results of the investigation, the root cause for the events was not identified. However, it is likely that the phenomenon of no image occurred due to the faulty circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the high definition lcd monitor did not start and no image was shown. The monitor started by turning the equipment off and on again. The issue was identified during preparation prior to use. The diagnostic procedure was completed with this device. No adverse effects to patient reported.